Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl at the time of the incident. The customer used manual injections to treat. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was using a competitor's sensor system and not a meter to measure their blood glucose levels. The customer was getting a no delivery alarm. The insulin pump will not be returned for analysis.